Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: thoracic procedure with wedge resection. Event description: model #: ctr73. Lot #: unk. The procedure was a thoracic procedure with wedge resection. The surgeon inserted the trocar with excessive force. The cannula broke but was not noticed until the end. The procedure was completed with broken trocar, and the surgeon did not know the trocar was broken until he put a camera in at the end. The trocar broke in one piece. The broken piece was retrieved from the patient. Additional information obtained from account manager via email on (B)(6)2025: there was difficulty during insertion, because the surgeon did not rotate the trocar. He simply used blunt downward force in a very narrow space. The trocar was not used with a robot. The obturator was inserted in the cannula at the same time of the incident. Intervention: completed procedure with broken trocar, the surgeon did not know the trocar was broken until he put a camera in at the end. Patient status: patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a cannula shaft fracture. The cannula wall thickness near the fracture location was measured and did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the reported event may have occurred during insertion as the customer did not rotate the trocar when inserting. It is likely that the cannula shaft fracture was more susceptible to fracture. However, the exact root cause could not be determined. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Procedure performed: thoracic procedure with wedge resection. Event description: model #: ctr73. Lot #: unk. The procedure was a thoracic procedure with wedge resection. The surgeon inserted the trocar with excessive force. The cannula broke but was not noticed until the end. The procedure was completed with broken trocar, and the surgeon did not know the trocar was broken until he put a camera in at the end. The trocar broke in one piece. The broken piece was retrieved from the patient. Additional information obtained from account manager via email on 27jan2025: there was difficulty during insertion, because the surgeon did not rotate the trocar. He simply used blunt downward force in a very narrow space. The trocar was not used with a robot. The obturator was inserted in the cannula at the same time of the incident. Intervention: completed procedure with broken trocar, the surgeon did not know the trocar was broken until he put a camera in at the end. Patient status: patient is ok.